Manufacturer narrative:
H6; it was concluded that dried body fluids had bonded the feedbar to the applier floor, but no conclusion could be reached on how the instrument broke into pieces. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results; body assembly bowed, a)disassembled b); clip in jaw, ab)no; clip stack pressure, a)poor b)good; clip staging, a)poor b)good; clip track location, a)poor b)good; condition of cartridge cover tabs, a)sheared forward and total # clips remaining, a)13 b)12. Functional tests & results: anti-backup functional, a)n/a b)yes; clip form properly, a)n/a b)yes; clip feed properly, a)n/a b)yes; cycle applier, a)no/unable b)yes and lockout functional, ab)n/a. Analysis conclusion: ab)it was concluded that reported incident during surgery may have been due to; a)dried body fluids adhering feedbar to applier floor. Applier was received disassembled (missing pawl and loop spring), with track assembly sheared forward, and with no clip in jaws. No functional testing could be performed due to applier's physical condition. B)cartridge cover separating from applier body. Applier was received with no clip in jaws and with body bowed on right side. Applier was cycled and properly fed a clip into jaws, and then fired and properly formed 5 clips within design specification and then stopped advancing clips because pusher spring went passed rear tab of clip track due to excessive clearance caused by bowed body. No conclusion could be reached on how body had become bowed. Ab)each instrument is evaluated during assembly process to ensure that it functions properly. A)briefly swishing applier with saline between uses will reduce occurrence of this incident. B)the applier body may become bowed if pressure is applied to front of shaft assembly and a torquing motion is applied to handles, which may cause body assembly to bow or flex open.

Event description:
It was reported the device was used during a femoropopliteal bypass procedure. It was reported the mcl20 jammed and broke into pieces. A second mcl20 would not release the clip and was stuck in the jaws of the device. There was no consequence to the pt.